Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was not able to disconnect from the ventilator¿s y connection. There was no reported patient outcome or injury.